Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a no stimulation sensation. Impedance measurements indicated >4000 ohms on some of the bipolar pairs (combinations with electrode #0). It was noted that the patient felt trembles during the impedance testing at 3.0 volts and 300 pw. Further information was requested.